Event description:
It was reported via repair work order that the upper control handle would not latch/lock due to a detached release cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.